Event description:
MRI breast biopsy. During the second sweep of breast sample, the biopsy needle was felt to have been resistant to attending physician. When biopsy device was removed, the end was not attached to biopsy trocar gun. Dr could see the tip and removed the end piece from the patient's breast with no injury to the patient. Remaining stock of introducers were removed from shelves and will call area manager to replace remaining stock.